Event description:
It was reported that the patient called in to trouble shoot their pure wick. The patient and rep set up the pure wick and checked the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The pure wick failed the water test. The patient recently purchased an accessory within the last 60 days. Patients warranty is still active. I put in a pu/ex to send out a replacement pure wick, and a st was put in. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used). Per additional information received via phone on 03sept2025 it was reported replacement kit received and pw is still not suctioning - rep unable to transfer to customer service. Emailed supervisor. Per additional information received via phone on 04sept2025 it was reported pw not suctioning and the sound doesn't seem right no matter how she looks at it. (B)(6) wants to speak with (B)(6). Informed representative is unavailable. States she wants to speak with (B)(6). Informed representative is unavailable also. Representative asked if they could assist. States unit is not suctioning even with the new kit and wants to get a new base under warranty- went over ts and water test- unit failed to suction any water into the canister. Process pu/ex for unit.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The initial reporter's zip code: (B)(6). The reported event is confirmed, cause unknown. Evaluation of sample noted: a bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid and an external power cord was returned for testing. There were no cracks present. There was residue present on the canister. The stop valve was working properly. There were light and sound indicating function. Once the device was opened up, there was a small amount of residue on the base and the rim. Further inside, there was a small amount of residue and mild corrosion on the returned pcba. There was also a mild amount of residue in the inner tubing next to the motor. The device failed tm0301240 revision 3 with a value of 0.893 slpm with the returned pcba. The device failed tm0301240 revision 3 with a value of 0.912 slpm with the returned pcba after 10 seconds. The labeling is found to be adequate, as it states: "1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter." Labeling also states: "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick urine collection system and is not covered under the warranty." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No actions can be taken at this time since a root cause was not identified. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: intended users the purewick urine collection system is intended to be operated by: user/patient caregiver/healthcare professional all functions can be safely performed by the individuals above. Indications for use the purewick urine collection system is to be used with purewick external catheters which are intended for non-invasive urine output management. Contraindications for use do not use the purewick urine collection system with purewick external catheters on individuals with urinary retention. Operating instructions 1. After the purewick urine collection system has been set up, place the purewick external catheter according to the purewick external catheters instructions for use. 2. When the canister is ready to be emptied, remove the purewick external catheter according to the purewick external catheters instructions for use and throw away. Note: keep the purewick urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, canister lid, purewick urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick urine collection system according to the initial setup instructions when the system is ready to be reused. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called in to trouble shoot their pure wick. The patient and rep set up the pure wick and checked the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The pure wick failed the water test. The patient recently purchased an accessory within the last 60 days. Patients warranty is still active. I put in a pu/ex to send out a replacement pure wick and a st was put in. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called in to trouble shoot their pure wick. The patient and representative set up the pure wick and checked the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The pure wick failed the water test. The patient recently purchased an accessory within the last 60 days. Patient's warranty is still active. I put in a pu/ex to send out a replacement pure wick and a st was put in. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used)